Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber detached plastic cap" @ 301,207 joules and 10 minutes of use. A second fiber was used to complete the procedure. Patient outcome: "no injuries to the patient".

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-523b-1110: the metal cap is loose from the glass cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap and can rotate within the metal cap; the fiber cap is not detached; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion on metal surface. Probable root cause: based on the device analysis, the product complaint "fiber detached plastic cap" could not be confirmed; 353nd glue (glass to metal) failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber was not cleaned during the procedure.